Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. As received, the belt failed incoming testing, specifically the ECG fall off test and the cable connecting the distribution node (dn) to rear therapy electrode (te) was pulled from strain relief. Upon evaluation, the solder joint connecting the rear pulse wires in the dn was broken. The cause of the failure was a broken solder joint. The cause of the broken solder joint was the pulled cable. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ecgs.